Manufacturer narrative:
Product event summary: the device was returned and analyzed. The connector had void(s) in the insulative coating. There was an issue observed with the antenna. The returned device found the hybrid to be out of specification for an electrical parameter. Catastrophic damage to the low power hybrid circuitry was confirmed. Visual inspection of the header noted exposed ble antenna. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use packaging damage was observed on the box of the implantable cardioverter defibrillator (ICD). The device was never implanted. It was further reported during an internal review of the manufacturer's analysis the antenna of the device header was exposed. There was no patient involvement.